Event description:
The pt was reportedly experienced intermittencies followed by loss of lock. External equipment was exchanged and programming changes were made. The issue was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.